Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had the bard red rubber urethral catheter (B)(4) and the bardia red rubber urethral catheter (B)(4) and wanted to know the differences between the products. Representative mentioned that both were supposed to be the same catheter, but in different packaging and both were supposed to be red rubber coude tip with a single drainage eye. However, customer stated that the catheter had two drainage eyes in 802516 and stated both products were in their package and have not been used. Representative stated that it was possible that the 802516 package didn't contain the correct catheter. As per the follow up via phone on (B)(6) 2022, it was reported that the patient decided to use the bard red rubber urethral catheter (B)(4) instead of the bardia red rubber urethral catheter (B)(4) and just wanted clarification on the urethral catheters they received, and this was not a complaint being made.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer had the bard red rubber urethral catheter (pcn-(B)(6).) And the bardia red rubber urethral catheter (pcn-(B)(6).) And wanted to know the differences between the products. Representative mentioned that both were supposed to be the same catheter, but in different packaging and both were supposed to be red rubber coude tip with a single drainage eye. However, customer stated that the catheter had two drainage eyes in (B)(6). And stated both products were in their package and have not been used. Representative stated that it was possible that the (B)(6). Package didn't contain the correct catheter. As per the follow up via phone on 23may2022, it was reported that the patient decided to use the bard red rubber urethral catheter (pcn-(B)(6)) instead of the bardia red rubber urethral catheter (pcn-(B)(6). And just wanted clarification on the urethral catheters they received, and this was not a complaint being made.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "operator error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the customer had the bard red rubber urethral catheter (pcn-010116) and the bardia red rubber urethral catheter (pcn-802516) and wanted to know the differences between the products. Representative mentioned that both were supposed to be the same catheter, but in different packaging and both were supposed to be red rubber coude tip with a single drainage eye. However, customer stated that the catheter had two drainage eyes in 802516 and stated both products were in their package and have not been used. Representative stated that it was possible that the 802516 package didn't contain the correct catheter. As per the follow up via phone on 23may2022, it was reported that the patient decided to use the bard red rubber urethral catheter (pcn-010116) instead of the bardia red rubber urethral catheter (pcn-802516) and just wanted clarification on the urethral catheters they received, and this was not a complaint being made.